Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal renal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified renal artery. The physician advanced a 2.5mm x 20mm x 144cm coyote balloon to dilate the lesion. The coyote balloon was inflated to 6atms on the first inflation and 10atms on the second. On the third inflation the balloon ruptured at 12atms. The procedure was completed with another 2.5mm x 20mm x 144cm coyote balloon catheter. No patient complications were reported and the patient's status was good.